Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the device had unresponsive buttons. The customer stated that the buttons did not begin to work in less than five minutes without a battery change. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the anomaly persists. The caller mentioned that the insulin pump had also an error alarm after the battery change. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with frozen display and no button response due to faulty connecter on mother board.